Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Also reportedly, the customer reported a high blood glucose (bg) level of 520 mg/dl. Cause of the high bg was insulin suspended due to altitude alarm. Customer addressed high bg by correction injection via mdi. Reportedly a new cartridge was loaded, and insulin delivery was resumed.